Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the wires in the cable. The cause of the test failure is the strained cable. The root cause for the strained cable was excessive force. The damaged wire did not cause or contribute ot the patient's death. A review of the patient's downloaded ECG data indicates that the patient was in asystole at the time of the event. Asystole is considered to be a non-life sustaining, non-treatable rhythm.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, an unrelated reportable malfunction was discovered. The belt failed incoming functionality testing.